Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion due to a recorded battery depletion alert. Device data analysis was unable to completed. This device remains in service. No adverse patient effects were reported.